Event description:
A patient reported false low readings with one touch meter that caused 5 visits to the emergency room. In mid-august and later september, patient's blood glucose was around "49, 63 and 93mg/dl "on the ot meter. Patient experienced dizziness and tingling sensation in feet and arms. Patient reportedly ate food to compensate for the low ot readings before going to ER. At the ER, patient's blood glucose usually ranged from 200-400mg/dl. ER readings were reportedly taken approximately 2 hours after ot meter readings. Patient's insulin intake was increased because of these events. No further information reported.